Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms or scrolling numbers anomalies were noted. The following physical damage was also found: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the he was programming a bolus and the buttons on his insulin pump triggered the menu to continuously scroll; he then received a button error alarm. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.